Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin was squirting out during manual prime process. Customer's blood glucose level was 204 mg/dl. Troubleshooting was performed for prime rewind. Customer was advised to the insulin pump will need to be replaced and to revert to back up plan. Insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the displacement test but failed during prime test due to loose drive support disk.